Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to recurring incontinence caused by urethral atrophy. The surgeon made the decision to explant the existing 61-70 cm pressure regulating balloon (prb) and replace it with a higher volume 71-80 cm prb. The patient was reported to be doing well after the replacement procedure. The explanted prb was retained by the hospital. Additional information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to recurring incontinence caused by urethral atrophy. The surgeon made the decision to explant the existing 61-70 cm pressure regulating balloon (prb) and replace it with a higher volume 71-80 cm prb. The patient was reported to be doing well after the replacement procedure. The explanted prb was retained by the hospital. Additional information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.